Event description:
Allegedly, patient complained of pain. X-ray indicated acetabular cup loosening. Cup was revised to dual-mobiliy cup. Z stem was left and biolox delta option head was implanted. Component not revised: profemur® plasma z classic size 3 varus 8 dg short neck product ID: phapcle3. Lot: 1633611.